Event description:
Provider states seat is broken.

Manufacturer narrative:
(B)(4). Invacare awareness date (B)(6) 2013. Complaint was not given to regulatory affairs for processing until (B)(4) 2013. Per dealer, the seat is broken. MDR filed.